Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported that a patient underwent lead revision surgery after being admitted for a near syncopal episode. The right ventricular lead had been noted to have increased capture thresholds, and was capped and replaced on (B)(6) 2018. The patient was in stable condition following the surgery.